Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photos, needle pierced through catheter was observed. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application when the product was manipulated, or during needle cover removal if not done carefully. As current control, there is outgoing inspection and hourly in-process inspection in place to check for needle pierced through catheter and catheter damage.

Event description:
We received the following complaint from ref (B)(4) insyte w ailettes peripheral intravenous catheter 22g1" 0.9x25 mm : after pricking the patient and withdrawing the needle, the needle splits in two. This is life-threatening for the patient. (See photo attached). Lot number : 1321240 which procedure should we follow please ?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged bl 22ga x 1.0in needle went through catheter the following information was provided by the initial reporter; we received the following complaint from ref (B)(4) insyte w ailettes peripheral intravenous catheter 22g1" 0.9x25 mm : after pricking the patient and withdrawing the needle, the needle splits in two. This is life-threatening for the patient. (See photo attached). Lot number : 1321240 which procedure should we follow please ?